Event description:
It was reported that during a pm on the 9600+ system the interconnect pins were pushed in and the batteries are defective. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported problems were verified. Repaired the pushed in pins and replaced the batteries. The system was tested and found to be working as intended and placed back into service.